Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Event description:
Lenstec, inc. Received an email notification stating "after being placed in eye, there was a scratch noticed on the lens. Lens was removed from eye and new lens was replaced".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Additionally, we have not received any other complaints from this batch.

Event description:
Lenstec, inc. Received an email notification stating "after being placed in eye, there was a scratch noticed on the lens. Lens was removed from eye and new lens was replaced".